Event description:
It was reported that in the pt's room, the physician was unable to aspirate blood from the proximal lumen of the catheter that was placed in the femoral vein. As a result, the catheter was removed and replaced with a new one. There was no reported delay, death or complications to the pt.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if add'l info becomes available.